Event description:
The facility alleges two cnas were lifting a female resident. The lift was in the full up position, when the boom cradle allegedly came loose, dropping the resident to the floor, resulting in a fractured ankle.

Manufacturer narrative:
MFR received info that during a transfer of a pt, they allegedly fell and broke their ankle. The lift had been in service for over 7 yrs, and is no longer in warranty. Product has not been returned for evaluation at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance or a potential transfer error may have caused or contributed to this incident. MDR filed based on alleged fractured ankle.